Event description:
A consumer reported that following use of this product, she experienced eye pain, went to the ER and was given eye drops. Two days later, she went to her doctor who diagnosed her with a corneal ulcer and was prescribed medication. As a result of this event, she missed two days of work. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed and there were no other complaints of this nature. Review of the compounding and filling mbrs (mfg batch record) showed them to be acceptable. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for the lots currently enrolled in the stability program was conducted and all lots remain within spec through product shelf life. Incoming component testing results were reviewed and found to be acceptable. A retention sample was tested by qa chemistry for osmolality, color, and clarity and was found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined at this time. There has been no other similar complaint reported in the lot number. Add'l info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).